Manufacturer narrative:
Philips service performed troubleshooting, but pc replacement was deferred. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a flexvision pc issue caused imaging failure during use on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.